Manufacturer narrative:
(H3) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported that approximately 88 months after a left total shoulder replacement procedure, a patient was revised due to poly wear and osteolysis. No breakage of device, no delays in surgery. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: disposed.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta). (B)(6), a10012 - gps implant kit v2.